Manufacturer narrative:
Updated fields: b5, g6, and h10 this report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. There was no procedure delay, and the procedure was completed with another device.

Event description:
The customer reported to olympus, the hd camera head had imaging issue. The issue was found during an unknown event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image issue caused an error code on the device screen which was caused due to faulty cable. Additionally, the connector tip was smashed, and the serial plate was fading. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.